Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during removal of the stylet, the tip of the device was inadvertently pulled was well resulting in the reported difficult to remove; and thus causing the stent to slightly pull out and prematurely deploy resulting in the reported/noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedural preparation of the 8x80mm absolute pro self-expanding stent (ses), it was noted that the mandrel could not be removed. After several attempts and more force applied, the stent was noted to deploy while the mandrel was removed. Another absolute pro was used, and the procedure was completed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.